Manufacturer narrative:
A titan otr pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with the pump. Two groups of separations, indicating contact with unshod instrumentation, were noted on the exhaust tube of cylinder 2. These were both sites of leakage. No functional abnormalities were noted with cylinder 1. No functional abnormalities were noted with the reservoir. The information received indicated the device would not inflate fully, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the exhaust tube of cylinder 2 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure.

Event description:
According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2018. Information received indicated: ¿the patient has a coloplast titan® otr hydraulic penile prosthesis implant, which was surgically implanted on (B)(6) 2018. The patient consulted virtually on (B)(6) 2020 for malfunction of the prosthesis indicating that it only reached semi-erection without reaching stiffness, which it did achieve or reached when the prosthesis was inflated up to a few weeks before. It was coordinated to carry out subsequent face-to-face evaluation of the patient and the prosthesis, because we were under quarantine restrictions due to covid 19 during the month of covid 2020 and when the restrictions for high-risk patients are reduced during the pandemic. The patient attended a face-to-face consultation on (B)(6) 2020, indicating that he had not been able to achieve coital penetration in up to 4 attempts to inflate the hydraulic prosthesis since (B)(6) 2020. On clinical examination, insufflation of the prosthetic pump begins, in the flaccid penile phase after squeezing cylinders. With deflation button, but the pump remains collapsed between the 4th to 5th pumping without reaching erection or cylinder rigidity. The maneuver is repeated up to 2 more times confirming the same results.